Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device lot history record review in this case.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Time of symptoms/ae: during the procedure. Symptoms/ae: small bleed from artery. It was reported that a physician attempted arteriotomy closure of the common femoral artery using the perclose device after an unspecified procedure. Reportedly, the device failed to deploy and resulted in a small bleed from the artery. An open repair of the access site was performed. No additional information available.